Event description:
Lifepak defibrillator cassette - paramedics arrived at scene at 2324, pt with gun shot wound to heart. Pt in full arrest - CPR began. Pt arrived to hospital at 2339 in full arrest: CPR in progress - at 0012 - life pak used, defib paddles used, lifepak did not charge, defib paddles not labelled by manufacturer for use. Only with lifepak. Paddles fit both machines. Pt did not recover - coroner's casedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: no. Corrective actions: other. Invalid data - on device destroyed/disposed of status.